Event description:
The end user reported to us the following: on the evening of (B)(6) 2012, the end user placed the 59-610r reusable compress in his freezer for one hour prior to putting into a towel and applying to his right shoulder. He applied the compress wrapped in a towel to his shoulder for an hour or more. The next morning he noticed an injury and went to the emergency room. Emergency room personnel informed him that he has a second degree burn. He was treated and released.